Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that his patient called and informed him she's had swollen lips for 5 days. Dentist stated that the patient has been whitening since (B)(6) 2016, and her lips did not swell up until (B)(6) 2016. He already advised the patient to discontinue all whitening and desensitizing indefinitely. Followed up with dentist on (B)(6) 2016, dentist stated that the patient had completely returned to normal by (B)(6) 2016 (about three weeks after the initial reaction). The patient did not see her general practitioner.